Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away related to presumed lvad thrombus with multiorgan failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. Additionally, a direct relationship between the device and the report of multiple organ failure could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2018 due to suspected pump thrombosis and multiple organ failure. The pump was not returned for evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Device thrombosis, multiple organ failures, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 14nov2017. No further information was provided. The manufacturer is closing the file on this event.